Manufacturer narrative:
Product event summary the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The shaft of the catheter was broken at 25 centimeters. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while slitting the catheter, the catheter broke approximately 15 centimeters distal of the valve. It was also reported that with the proximal end of the catheter separated there was nothing to pull on to perform slitting. The physician was able to grab the catheter with a surgical implement and re-engage the catheter with the slitter and slit successfully. No patient complications have been reported as a result of this event.